Event description:
Patient presented for ICD generator change, lead found to have externalized conductor on cxr. The lead parameters were all within normal range, therefore the decision was made to continue with the chronic lead and not extract/revise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.